Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was leaking into the insulin pump. Fluid was visible under the lcd. The leak passed the second o-ring. The customer was trying to bolus. Customer's blood glucose level was 187 mg/dl. The device was not returned.